Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in tubing/chamber of the device. The patient alleged difficulty in breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing/chamber and difficulty in breathing related to a CPAP device's sound abatement foam. There was no mention of any medical intervaention was required by the patient. The device was returned to the manufacturer product investigation lab for further evaluation. The external and internal aspect of the device was evaluated and the manufacturer observed dirt/dust contamination on outside of device, flip door, front ui panel, side panel, blower upper cap and bottom enclosure. The device is missing the feet on the bottom of the device and missing side flip door. A contaminate consistent with keratin was observed by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and no error was observed. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust/ dirt contamination were observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 was updated in this report.

Manufacturer narrative:
The manufacturer previously reported this device on MDR 2518422-2022-04525-1. Please disregard MDR 2518422-2022-04525-1 as it was filed in error.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam and caused a patient to develop eye issues.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleging caused a patient to develop eye issues. The patient was prescribed steroids in response to the reported event. The reported event of eye issue and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.